Event description:
It was reported that this right atrial (ra) lead triggered a signal artifact monitor (sam) episode in july 2023, and noise appeared on the ra channel. The ra lead exhibited high out of range pacing impedance (greater than 3,000 ohms), and high pacing thresholds. X-ray images did not reveal any abnormalities. Noise could be recreated during lead integrity testing and pocket manipulation. The physician suspected a lead conductor fracture and insulation damage. This ra lead was surgically explanted, and a new ra lead, of the same model, was implanted. The explanted ra lead is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead trigged a signal artifact monitor (sam) episode in (B)(6) 2023, and noise appeared on the ra channel. The ra lead exhibited high out of range pacing impedance (greater than 3,000 ohms), and high pacing thresholds. X-ray images did not reveal any abnormalities. Noise could be recreated during lead integrity testing and pocket manipulation. The physician suspected a lead conductor fracture and insulation damage. This ra lead was surgically explanted, and a new ra lead, of the same model, was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation confirmed a fracture of the outer conductor, located at approximately ~268-278 mm from the terminal end, indicating that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.